Event description:
It was reported the lead was explanted due to poor r-wave sensing.

Manufacturer narrative:
Damage found was sustained during the surgical procedure, without return of the entire lead, a complete evaluation could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.